Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough ns, guide cath: heartrall ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in instructions for use everolimus eluting coronary stent systems, xience xpedition as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified proximal right coronary artery. A 3.0 x 18 mm xience xpedition stent was implanted when a proximal edge dissection was noted. Therefore, a 3.0 x 23 mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.